Manufacturer narrative:
The reported events were dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. The reported event of helix mechanism was confirmed. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to over-torqued inner coil and helix clogged with blood/tissue.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the physician noted that the lead helix had a notable delay when it was screwed into the myocardium; and it appeared to completely unfold, when the physician expected it to gradually unfold. This caused the lead to dislocated when fixed to the atrium. After numerous unsuccessful attempts to fix the lead, the helix would no longer retract. The physician requested a replacement lead, and the procedure was successfully completed. The patient was in stable condition.